Event description:
Additional medical records were received and the patient presented with shortness of breath with exertion and patient prosthesis mismatch. Under general anesthesia, the patient had a tavr explant, bentall, mitral valve repair, aortic valve repair, maze, and coronary artery bypass grafting. The tavr bioprosthetic valve device was without diagnostic abnormality.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6, and h2 were updated and section h6: device code was corrected.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 2 months and 19 days post transfemoral tavr with a 20mm sapien 3 ultra resilia valve, the patient was evaluated for halt. The leaflets are not well imaged. The patient reported continued shortness of breath. The interior diameter at the level of the prosthetic valve annulus is approximately 17x16mm with an area of 2.14 cm2. There is multivessel coronary artery calcification. There is no action planned at this time. Medical records were received and reviewed; the patient status post tavr with 20 mm sapien resilia valve. Last echocardiogram showed an elevated gradient of 29mmhg. They suspect that there may be some evidence of a valve mismatch due to the patient's body surface. A repeat CT was submitted to edwards for interpretation. A transesophageal echocardiogram (tte) performed showed well seated sapien 3 resilia valve with moderately elevated gradient, mean gradient 33.4 mmhg, aortic valve area (vti) of 0.8 cm2. Peak velocity 3.75 m/s, and trace paravalvular leak (pvl). The patient continues to be short of breath. The patient was taking plavix and aspirin. Per the edwards proctor review, CT had poor image quality. The valve was well expanded with mildly thickened leaflets, and no calcification was visualized. Despite the image quality, there is no clear evidence of halt. Per the proctor, there was nothing observed that could explain the elevated gradients. On echo, the mean gradient is 29mmhg, the peak velocity is still less than 4 and most importantly doppler velocity index (dvi) is 0.40. Dvi is an important metric to guide our evaluation whether this valve is truly stenotic or not, which in this case is most likely not stenotic. This patient's body surface area (bsa) is 2.01m2 (weight 212lb), because of the anatomy (the patient) got a 20mm valve. Therefore, it is important to consider either ppm (prosthesis patient mismatch) and/or pressure recovery phenomenon. Additional information was received and approximately 9 months post tavr the valve was explanted and an aortic valve conduit was implanted.